Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported discomfort at the implantable neurostimulator (ins) pocket site when recharging. The ins was getting too hot. The site was warm and there was redness. The patient would recharge their device in multiple sessions. The device was in the patient's abdominal area. The patient's indication for use was chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.